Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to noise and t wave oversensing on the right ventricular (rv) lead. A lead integrity alert (lia) triggered. It was also noted that there was a lead warning for high pace/sense impedance, and capture thresholds were high. Fracture of the rv lead was suspected. It was also reported that the device algorithm initially withheld for noise but timeout occurred and a shock was delivered. The lead was capped and replaced, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.